Event description:
The customer reported that the system displayed an 'unable to connect to the generator' error message and shut down in the middle of a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.